Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review cannot be performed, due to the lot/serial number not provided and the product has not been returned. The complaint reported was not confirmed. The root cause cannot be determined at this time.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, an a1059 mayfield modified skull clamp slipped while being tightened during an unspecified procedure and cut a (B)(6) male patient¿s head while positioning. A medical revision was conducted but not specified. There was no surgery delay due to the product problem. Additional information has been requested.